Manufacturer narrative:
No conclusion can be drawn.

Event description:
Information received from our foreign affiliate. A staff member at an eye care professional's office informed our sales rep that a patient has been wearing acuvue brand contact lenses since 1998. In 2003, precise date not provided, the patient developed a corneal ulcer in the left eye and papillitis optica (optic neuritis) in the right eye. The patient's corrected visual acuity in the left eye was 20/250. In 2000, the patient's corrected visual acuity in the left eye was 20/17. The location of the corneal ulcer was not provided. The staff member at ecp's office reported the patient has a history of poor compliance while wearing and handling contact lenses. The patient reportedly did not return to the ecp's office for follow-up care. Our foreign affiliate contacted the ecp for additional information about the adverse event and the ecp was uncooperative and would provide no additional information. No additional information is expected for this event. This is being reported as an MDR due to the visual acuity which may indicate the presence of a serious corneal ulcer. All MDR's are reviewed with senior management during quarterly management review meetings.